Event description:
It was reported that during a laparoscopic assisted diagnostic gastrectomy procedure, the device made a sharp metallic sound. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: two devices, a and b, were returned with the blades scratched. The devices were tested with a generator and no error code or noise was noted. However, for device b, an unusual heating of the outer tube was noted. The identified blade damaged may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.